Event description:
It was reported that while the ventilator was in standby mode waiting to be taken into use it generated two technical error codes. One code indicated disabled valves and one indicated a communication failure between monitoring and breathing subsystems. There was no pt involvement. (B)(4). Reference MFR report # 8010042-2013-00131.